Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced repeated pump alarms indicating consecutive motor stalls and ¿unable to proceed¿ during supply changes and a meal announcement, consistent with a failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, and the event was characterized as a failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.